Event description:
It was reported that a malfunction alarm occurred, identified as a motor movement error. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The issue did not recur, and the customer was advised to continue using the pump while being instructed to call back if the malfunction code reappears.